Manufacturer narrative:
Manufacturing site evaluation: based on our investigation results, we cannot determine functional deviations or other abnormalities at the product. The entire progav 2.0 shunt system is permeable and the progav 2.0 valve is adjustable. The shunt system operated within all specification before shipment and in our examination. The examination of the return has been completed with the drafting of this report.

Event description:
It has been reported that during the performance of a ventriculoperitoneal shunt operation, the end of the reservoir (#fx434-t) could not be pressed normally and csf could not be drained. Therefore, it was immediately removed and replaced with a new one. The operation was completed successfully. No patient harm was reported in connection with the malfunction. The complained product has now sent to the manufacturer for investigation.

Event description:
It has been reported that during the performance of a ventriculoperitoneal shunt operation, the end of the reservoir (#fx434-t) could not be pressed normally and csf could not be drained. Therefore, it was immediately removed and replaced with a new one. The operation was completed successfully. No patient harm was reported in connection with the malfunction. The complained product will be sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.